Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for implantation of transvaginal mesh was cystourethrocele postoperative complications that developed aprox 7 years post op include symptomatic recurrent anterior pelvic organ prolapse, pelvic pain recalcitrant to botox, suspected due to mesh contracture and vaginal mesh erosion, persistent stress urinary incontinence, persistent voiding dysfunction, despite prolapse reduction. 7 years post op (avaulta, t-sling) surgery with additional implant (repliform):underwent vaginal mesh removal, including removal of bladder base mesh, removal of right urethral sling arm, and release of banding of left sling arm; uterosacral ligament suspension, anterior hammock (repliform), cystoscopy.